Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently hospitalized due to a blood glucose level of over 500 mg/dl. Reportedly, the pump ran out of insulin prior to the event as customer received an out of insulin alarm. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated via intravenous fluids and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.